Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had power error detected. The customer¿s blood glucose level was 512 mg/dl. Customer stated that insulin pump was turned off and no peeps. Troubleshooting was performed for power error detected. Customer was able to clear the alarm and able to rewind the insulin pump. Notification light stopped flashing. Customer reports insulin pump was not been exposed to temperatures. Troubleshooting was done for high blood glucose and under delivery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer unable to troubleshooting for high blood glucose. The customer advised to change entire set, reservoir and insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08680 inches. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing. Insulin pump received power error due to connector resistance issue.